Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during an implant procedure and after the lead into the header block channel on the neurostimulator, high impedances (>4000 ohms) were seen all combinations with electrode 2. The lead was re-inserted into the channel but the set screw failed to turn in the tightening direction and no "click" was heard. The lead was not secure and, with gentle force, it could be moved in and out of the channel. A new neurostimulator was open and used in its place and impedances were measured as normal. No injuries were reported and the pt recovered without sequelae.